Manufacturer narrative:
(B)(4).

Event description:
It was reported during a rotational atherectomy treatment procedure, the burr got stuck in the vessel. The target lesion was located in the heavily calcified right coronary artery. A 1.25 mm rotalink burr was made to pass first with good results. It was then removed successfully and a 1.50 mm rotalink burr was then selected to ablate the lesion. Upon ablating, it was noted that the burr got stuck in the vessel. After an hour and a half, the burr was able to be removed. The procedure was not completed due to the event. There were no patient complications reported and the patient's condition is fine.

Event description:
It was further reported that the physician removed the burr by first disconnecting the hub of the burr and removing the outer hub and sheath. This exposed the guide wire and allowed him to advance a small coronary balloon over the guide wire close to the proximal end of the burr in an attempt to dislodge the burr from the calcium. The burr was still lodged, so he inflated the balloon but this did not help remove the burr. He also advanced and additional guide wire as a ¿buddy wire¿ down next to the burr in hopes this may provide some additional help in removing the burr but this technique failed as well. Trying to keep the patient from having to go to surgery, the physician finally attempted to advance a non-bsc guide catheter over the rotawire to the proximal hub of the burr. With a slight amount of forward pressure he was able to dislodge the burr and remove the guide catheter, wire and burr from the patient simultaneously. The final angiogram show a patent lumen with no dissections or limitation of flow down the coronary vessel. The patient was stable throughout the procedure and was not sent to surgery. The patient was discharged home the next day with no complications.

Manufacturer narrative:
Updated - describe event, device evaluated by manufacturer, evaluation summary attached, method codes, results code, conclusion code updates. Device evaluated by manufacturer: the device was returned for analysis. The catheter was found to have been returned in a number of separated parts. The catheter body shell was found to be detached and separate. The drive shaft sheath was returned separate to the coil and separated from the strain relief and was occluded with blood. The distal end of the coil/drive shaft was found to be stretched and separated from the handshake however the handshake connection was not returned. A guidewire was returned inside the catheter, exiting from the burr tip and the distal end of stretched coil and could not be removed. A microscopic examination of the burr revealed no issues with the annulus of the burr. A scratch test was performed showing that the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).